Event description:
The device was returned for preventative maintenance by the customer with no problems specified. There was no reported patient involvement or injury. During service evaluation it was discovered that the alarm did not function to specification. The power board will be returned to engineering for root cause analysis. If further pertinent information is obtained a follow up report will be submitted. Preventative maintenance was performed on the device and the device passed functional testing. Follow-up with the customer revealed that the patient owned device was reported to have been in use on a spontaneously breathing patient who used the device noctumally with a full facemask. According to the customer, the patient allegedly complained that the device was not working correctly, acknowledged that it had not had recommended preventative service performed since 1993 and returned the device with a request for service. Manufacturer recommended preventative maintenance schedules have been reiterated with the patient.

Manufacturer narrative:
Na